Manufacturer narrative:
Analysis of incident attached for further details.

Event description:
A prosthetic pt was sitting with his knee in the bent position and his granddaughter put her finger in an opening of the knee. Her finger was severed when he stood up and straightened his knee.